Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified external iliac artery. A 7.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during the second inflation at 10 atmospheres for 20 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications nor injuries reported, and the patient condition was good post-procedure.